Manufacturer narrative:
Date of report : 13feb2019, date rec¿d by MFR : 12feb2019. The power management board was returned to philips for evaluation. The reported failure was unable to be replicated. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 03jan19, UDI: (B)(4), date rec¿d by MFR : 27dec18. The manufacturer¿s international service technician confirmed the reported battery issue. The manufacturer¿s international service technician replaced the power management (pm) printed circuit board assembly (pcba) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/30/2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that a battery recognition failure occurred. There was no patient involvement. The event date was not specified; estimate used.